Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tubing break at right cylinder". As reported to co, the pump/cylinder set and assembly kit component(s) only were removed and replaced; leaving the reservoir, catalog #9100k, serial #086036 inplace from the initial implant surgery. 2/4/97-upon receipt of add'l info requested by the office from the physician/surgeon, he stated, "the pump and cylinder(s) only were removed and replaced due to a tubing crack of right tube to cylinder. A leakage site was observed in the tubing, at the junction of the tubing leading to the cylinder. No kinking or twisting was observed when the scrotal pocket was opened and no excessive tubing lengths were noted. There is nothing in the pt's history which may have contributed to this occurrence, but the pt had difficulty inflating the device from the beginning".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 5/13/93 and revised on 1/23/97 due to a "tubing break at right cylinder." In the received info the physician stated that no kinking or twisting of the tubing was noted, that neither an excess nor an inadequate amount of tubing was observed, that the device was not in a position that would have caused stress, and that the device was not damaged during or subsequent to removal. The physician also stated that the pt had experienced trouble inflating the device from the beginning, however no indication as to why was given. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures.